Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is the dso sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a "remove and reattach cassette" alarm. It was reported the cassette was removed and reattached a couple times but the alarm persists. Battery door was opened and closed then the pump was powered on several tiems, and the alarm still persists. Res vol 41.9 ml. No adverse patient effects were reported by the customer.